Event description:
Procedure type: pelvic prolapse. Reportedly, the pt underwent surgery for treatment of pelvic organ prolapse. Allegedly, the pt experienced pain, injury and will likely undergo corrective surgery.

Manufacturer narrative:
(B)(4). MDR ref #s: 9615742-2012-00024 (avaulta anterior sys). Pelvisoft mesh, bard #(B)(4), reported by bard as MFR. Note: this report corresponds with bard's report #(B)(4) for an "avaulta posterior sys."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in chronic vaginal yeast infections, bacterial infections and a green discharge, urinary tract infections, pain and aching in her ovaries, painful sexual intercourse and discomfort. The reason for mesh implantation was for a pelvic organ prolapse and urinary incontinence.